Event description:
The biomedical engineer (bme) reported that in the middle of the case, they had an issue with the csm-1901 (also known as g9). The screen on the unit was switching between 3 leads and 5 leads. During this time the screen was also blinking for a fraction of a second, but the screen would return to normal. The customer also stated that they had a gf-210ra gas unit attached to the csm-1901. Nihon kohden technical support (tech support) helped the biomed collect the log files. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that in the middle of the case, they had an issue with the csm-1901 (also known as g9). The screen on the unit was switching between 3 leads and 5 leads. During this time the screen was also blinking for a fraction of a second, but the screen would return to normal. The customer also stated that they had a gf-210ra gas unit attached to the csm-1901. Nihon kohden technical support (tech support) helped the biomed collect the log files. No patient harm reported.